Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was an error message during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure. Aspiration was initiated inside the body. However, an error message to check saline supply displayed. The catheter was replaced with another of the same and the procedure was completed. There were no patient complications reported and the patient's status was reported as fine.